Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment was cracked. The patient was unable to remove the cap from pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: black box shows one por event associated with battery change on (B)(6) 2016. The battery compartment is cracked: 2 cracks at the threads on the side. Returned battery cap has stripped threads and it was unable to fit to maintain electrical connection. Reboot were reproduced. Reported ¿power¿ complaint is duplicated. Test cap was able to fit to maintain electrical connection. ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.